Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure. It was noted that there was balloon leakage from the beg inning of the surgery. The balloon was replaced and the procedure was completed. At an unknown time post-operatively, the patient underwent a revision due to "bad wound healing and liquid lost". The patient is said to be ok. No further details are known at this time.

Manufacturer narrative:
The device was received for analysis. During functional analysis it was not possible to inflate the balloon due to a small hole near the proximal peak. Based on the information provided, functional and visual analysis, the most probable root cause is attributed to the contact of the balloon with bone a splinter and/or surgical tool during surgery.

Manufacturer narrative:
(B)(4). Eval codes: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.